Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient received an elevated reading of 15.6 mmol/l on meter; was given a bolus of 0.6 units of insulin and within 5 minutes passed out. Caller stated ambulance was called and measured a reading of 1.1 mmol/l with their meter half an hour later; patient was admitted to the hospital. Treatment received is unknown. Test strips are no longer available. Requested return of meter and replacement was sent.